Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information made available from the field indicated that the pacemaker was explanted and replaced approximately three years later without any further allegations made against it. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Multiple attempts to ask the field for a return of the product were not responded to. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device eventually be returned to boston scientific.

Event description:
Boston scientific received information that this pacemaker showed an unexpected difference in estimated longevity. Boston scientific technical services explained how the pacemaker determines the longevity estimates and assured the health care provider that this would not result in rapid battery depletion. The pacemaker remains in service. No adverse patient effects were reported.